Manufacturer narrative:
No sample or picture was provided to the complaint. The issue has been monitored and because the several complaints of this nature had been received memo with list of complaints has been summited to crb. Conclusion made on crb meeting held on 3-nov-2023. The defect occurrence is small in each mentioned complaint. The defect is clearly visible and was detected by users before use. No harm was reported. According to IFU ?(B)(4):.¿ do not use the device if the packaging or the water sachet is damaged or open prior to use and dispose of the device according to local regulations.¿ based on above crb attendees took a decision that no further actions are required at this stage. The issue will be continued to be monitored. In case of increased trend, the issue will be submitted to crb. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E.1: (B)(6). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported the catheter tip is sealed with pouch package. The product was not used.